Event description:
The customer reported that the system will not play back cine runs. No patient was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.